Manufacturer narrative:
Report source: - (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed that the blue radel handle has a circumferential fracture which goes through the hole where the dowel pin passes. The device shows wear & tear. The radel handle fracture exhibited, occurs likely due to the repeated cleaning or autoclave cycles that do not follow the technique, which can change the material properties of the radel, or due to impaction load transferred to the radel from the press fit pin. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the handle broke during surgery. There was no harm to the patient.